Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the primary failure of broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.195" x 0.567" was found to be broken off of the instrument. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: it looks like the grip was broken at the base.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, one of the jaws of fenestrated bipolar forceps was broken during manipulation of pulmonary tissue. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and showed no damage or defect. The surgical task being performed when the device fragment fell inside the patient was grasping pulmonary tissue. The surgeon does not know what caused the instrument to break or caused the fragment falling issue. The instrument was in use for approximately half an hour prior to the issue. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip/accessory collision, there was no collision. The total duration of the procedure was 266 minutes. They started searching the lost piece for 15 minutes. However, at this point they decided to continue with the surgery and searching the piece at the end. At some point while they were doing the surgery, they found the lost piece. It is not known if the instrument was removed during the procedure (prior to the breakage). The wrist was straightened upon final removal of the instrument, the surgical staff did not feel any resistance upon removal of the instrument through the cannula and did not notice any damage to the cannula or any other damage to the instrument after the event occurred. The fragment(s) was/were retrieved with a laparoscopic instrument through the assistant port, and it was confirmed that all fragments were retrieved. No additional surgical procedure was required to remove the fragment and no post-operative tests were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.